Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a defibrillator. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 days post implant of this 22mm pulmonary valved conduit, a defibrillator was implanted. The reason for the defibrillator was reported to be due to ventricular tachycardia. No additional adverse patient effects were reported.